Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt was fully functional upon receipt. The device ECG acquisition and pulse delivery circuitry was fully functional. The investigation included a review of downloaded device data. Based on the available information, there is no indication of a device malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2015 while wearing the lifevest. The patient was non-responsive while his brother was transporting him to the hospital. The patient was asystolic when he arrived at the hospital. The lifevest delivered a treatment at 07:02:21. The rhythm at the time of the treatment was asystole with intermittent cardiac activity. The patient remained in asystole with intermittent cardiac activity after the treatment. Oversensing of small signal contributed to the false detection. There is no indication that the treatment during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm before the treatment.